Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2018 experiencing chest pressure and shortness of breath. CT scan and echocardiogram were performed and effusion possibly caused by micro-perforation of the right ventricular (rv) lead was suspected. The patient was admitted to the clinic on (B)(6) 2018. Pericardiocentesis was performed; however, the physician decided to remove both right atrial and rv leads. The procedure was completed without complications. The patient was stable.